Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt's labs came back with a plasma free hemoglobin of 190 and an elevated ldh. The pt was admitted for hemolysis. A pump exchange was completed for thrombosis.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.